Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - patient had shoulder pain. Glenoid component was put in with superior tilt.